Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 9:00 am, the result from the laboratory was 4.3 inr. The reagent used was not known. At 3:25 pm, the meter result was 7.1 inr. There was no allegation of an adverse event. The customer's coumadin dose was reduced based on the laboratory result which was believed to be correct. The therapeutic range was 2.0-3.0 inr. The customer was not anemic or polycythemic, did not have antiphospholipid antibodies, was not on direct thrombin inhibitors, no heparin, no diet changes, and no symptoms of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.6 - 4.0 inr): qc 1: 3.2 inr; qc 2: 3.3 inr; qc 3: 3.2 inr. The maximum difference between measurements was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.